Manufacturer narrative:
It was identified that the initial report facility/account was inaccurately recorded in initial report. E1 initial reporter account name and address has been corrected accordingly. Additional correction made to d6a (implant date) and d6b (explant date). Information captured in the initial report should be disregarded as the automated impella controller is a non-implantable device. Device status. The impella device was received, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related device reports. This is one of two device reports associated with the event. Refer to h10 for the related report number(s).

Manufacturer narrative:
This is one of two reports. This report is for the aic and 1220648-2026-06235 report is for the pump. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. Observation from impella connect - alarm "impella stopped" - at the connect visible stop of the pump from p-5 to p-0 and automatic restart immediately. Shortly after that purge pressure high alarm, with self resolution by the device. On the recording also visible aic screen blurring and vertical moving of the screen for a few seconds. Based on the information received from the site and the distributor - they haven't realized about this issue and it hasn't had any clinical impact on the patient. The event might be related to the CT examination, since patient most probably that time was in the CT department.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: observed on impellaconnect portal video distortion was caused by failure of the impella connect module. Reported pump stop was determined to have been unrelated to the console.